Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While using part number (B)(4) to insert a viper pedicle screw, the tip of the screwdriver twisted/sheared off. Using a second driver the surgeon was able to finish placing the screw to the proper depth. It was noted during final tightening the same screw was difficult to torque but torqueing was achieved. The tip of the screwdriver was not recovered. It was assumed to be lodged in the inner driver fitting of the viper screw. The surgeon did not deem it necessary to replace the screw. There was a 10-15 minute delay in surgical time.

Manufacturer narrative:
One (1) viper t20 hexlobe driver shaft [product code: (B)(4), lot no: ag2098254] was returned to the complaint handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the driver had fractured at the driver¿s distal tip. The fractured tip was not provided with the device. The fracture analysis report suggests the driver shaft underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the viper2 t20 hexlobe driver shaft distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver shaft underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.